Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred temporarily due to the following causes. Water drops and dust etc. Attached on the electrical contact of the output socket of the subject device. The cable connecting video system center and the device was loosely connected. There was something failure of the circuit board of the video system center.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.